Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic pain at the implant site. Subsequently on (B)(6) 2015 the patient was administered general anesthesia to facilitate abutment removal. The implanted device remains.